Event description:
Approximately three months after uneventful cataract surgery with implantation of the crystalens, the patient presented with a myopic outcome of -5.50 + 1.00 x 160, bcva 20/20+ (compared with a preoperative manifest refraction of -2.50, bcva 20/20). The physician performed a yag capsulotomy then one day later performed lasik surgery. The patient's vision improved to +0.50 one day post-lasik. The association between the event and the device is unknown.